Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The motor service due alarm was confirmed in the device's event log. The reported event was verified. Since the motor was previously replaced to address this issue, the motor's revolutions will be reset to resolve the alarm.

Event description:
Information was received indicating that after a smiths cadd®-solis vip ambulatory infusion pump was repaired an alarm stating that motor service is due was displayed. There was no reported injury to the patient.